Event description:
It was reported that the customer's bg value displayed as  "low"; however, specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated their settings to address the event.